Event description:
Breast implant leak. Placed in 1979. Left leaked, 1988, had 6 op. Removed and my left breast. You are going to put them back on the market. But all that will gain will be the drs. I pray that the people that put them back on do not have to go through what I have. With their girls or their grandkids or great grandkids. Now they can put them in 18 or under as big as basketballs. Even back when I had them in 1979, they would not. We know it's a money thing. But in the end, it will get everyone's health and money.